Event description:
Pt with acute lymphoblastic leukemia had functional failure of implantable port. Removal was scheduled. At explantation of the device it was discovered that the vascular catheter was no longer attached to the port and was not in the fibrous sheath that had formed around the catheter. Pt was asymptomatic. Chest x-ray was performed to locate the catheter. Six days later, the catheter was removed during an interventional radiology procedure using seldinger technique under ultrasonic and fluoroscopic guidance.